Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of six devices. Visual inspection of the returned products noted that there were no ab normalities that would have caused or contributed to the reported condition. A tensile test was performed on the sealed samples and the results met the specifications for this product. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to prostatectomy open procedure, the thread broke after taking out of the package. Another device was used to complete the case. There was no patient involved.